Manufacturer narrative:
Device evaluation summery: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the rear response button was unresponsive. The cause for the unresponsive rear response button was an intermittent connection between the flex circuit and the button. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his response button would not activate the device. The patient was issued a replacement monitor.